Event description:
The hosp cath lab staff attempted to use the device to administer a shock to a pt using disposable defibrillation electrodes. The pt was undergoing an intervention procedure for an acute mi and developed ventricular fibrillation. The device allegedly failed to charge and displayed a connect cables warning message. Standard external paddles were immediately available and used with no other problems reported. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.